Event description:
Medtronic received information regarding a navigation system during a craniotomy procedure. It was reported that the site received an error 64 message. The site had registered the patient and were going from the 'verify registration' screen to 'navigate' when the error 64 message appeared. The system restarted and then they were able to reselect the patient and proceed with the case. There was a 5 minute delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: 2.1.0 h3/h6: the software analysis was completed. Analysis determined that a software anomaly occurred on the date of the issue. Codes b01, c10, and d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.